Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump buttons had to reset several times and motor lagging when rewinding. Customer stated plastic around the reservoir started breaking to where it affected the reservoir. No harm requiring medical intervention was reported. The insulin pump and reservoir will not be returned for analysis.